Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical der received. Patient is experiencing instability, swelling and pain. Update rec'd 03/15/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 04/09/2016. Update rec'd 2/28/2017- der states patient was revised to address instability. The complaint was updated on 3/1/2017. Update rec'd 3/1/2017- clinical der states patient was revised to address instability. There is no new information that would change the current MDR decision. The complaint was updated on 3/8/2017. Update 04/04/2017- clinical medical records and x-rays received. Update 4/4/2017: medical records received. After review of the revision operative note for MDR reportability, the patient was also having pain and discomfort. Synovitis was also noted. The insert is now being reported for the pain and discomfort. This complaint was updated on: 4/11/2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.